Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the "upstream occlusion" message 2 times while infusing levophed. It was also reported the patient's blood pressure dropped but there was no pt injury.